Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Ethnicity: not hispanic/latino.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "secondary tubing started to free flow when unclamped it was stopped and pumps and secondary tubing were changed again, began to free flow- noted it to be flowing into primary bag primary tubing was changed and it no longer free flowed into primary bag afterward antireflux valve appeared to be defective" an incomplete date of event of (B)(6) 2019 was provided.